Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/20/2021. H.6. Investigation: bd received a sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for broken hub was observed. The sample showed the luer adapter attached to what appears to be a non-bd device. As per product labeling, bd recommends not using the luer adapter with indwelling catheters or ports. A bd vacutainer ® luer-lok¿ access device is suggested instead for optimal product compatibility. Bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of broken hub. Bd was not able to identify a definite root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter the hub separated from the device. The following information was provided by the initial reporter. The customer stated: "during the blood test the vacutainer (needle) broke in the pic line lumen. The device was recovered from the functional unit."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter the hub separated from the device. The following information was provided by the initial reporter. The customer stated: "during the blood test the vacutainer (needle) broke in the pic line lumen. The device was recovered from the functional unit."